Manufacturer narrative:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) was stuck to the shaft and unable to deploy. Hemostasis was achieved using manual compression for less than 30 minutes. There was no reported patient injury. The device was stored and prepared in accordance with the instructions for use (IFU), and no device or packaging damage was observed prior to use. The mynx vascular closure device (vcd) was used during a diagnostic procedure with a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was confirmed via angiography, including assessment of the insertion angle. The device was used in the femoral artery, which had a diameter equal to or greater than 5 mm, with little vessel tortuosity and little presence of peripheral vascular disease (pvd) or calcium near the puncture site. The user completely shuttled down without significant resistance or the application of unusual force while retracting the sheath. The advancer tube was engaged. One non-sterile 5f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open with a cordis mynx syringe attached to the unit. The catheter sheath introducer (csi) was not returned for this evaluation. The sealant was found exposed on the catheter shaft, and the advancer tube was observed in the manufactured position. The sealant sleeve was also found in its manufactured position, while the balloon did not present any abnormal condition. No additional anomalies were observed during this visual analysis. An inflation/deflation functional test was successfully executed, and no issues related to the reported event were observed, as the balloon inflated and deflated as expected. Prior to performing the deployment simulation, the sealant was manually removed to allow continuation of the functional evaluation. Following this action, the functional test was performed, during which shuttle displacement was evaluated and the advancer tube advanced smoothly. No functional anomalies were identified related to the reported failure-to-deploy condition. The reported event of ¿sealant-failure to deploy¿ was not observed through functional analysis of the returned device since there were no issues noted with the device¿s deployment mechanism even though the received condition indicated an unsuccessful deployment since the advancer tube was still in its manufactured position and the sealant was exposed on the catheter. The exact cause of the issue experienced by the customer could not be determined during product evaluation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the failure to deploy incident reported since the device passed functional analysis for deployment and there were no damages/anomalies that could have contributed to the issue experienced. However, it could be related to procedural/handling factors, such as incomplete shuttling down of the shuttle (even though it was reported that the user shuttled down completely), as evidenced by the advancer tube remaining in its manufactured position. Also, since the sealant had to be removed in order to test the deployment mechanism, it is possible that premature swelling of the sealant contributed in the failure to deploy event experienced. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step and/or failure to open the sheath¿s stopcock before shuttle advancement, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to a failure to deploy. However, it was reported that there was no significant resistance experienced when shuttling down or retracting the sheath/shuttle. It was also noted that the device was returned with the sealant sleeve in its manufactured position, indicating that the shuttle may not have been advanced (shuttled down) into a sheath. Therefore, it is unlikely that this device was shuttled into a procedural sheath in order to attempt deployment, unless the sealant sleeve placement was manipulated after the procedure. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) was stuck to the shaft and unable to deploy. Hemostasis was achieved using manual compression for less than 30 minutes. There was no reported patient injury. The device was stored and prepared in accordance with the instructions for use (IFU), and no device or packaging damage was observed prior to use. The mynx vascular closure device (vcd) was used during a diagnostic procedure with a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was confirmed via angiography, including assessment of the insertion angle. The device was used in the femoral artery, which had a diameter equal to or greater than 5 mm, with little vessel tortuosity and little presence of peripheral vascular disease (pvd) or calcium near the puncture site. The user completely shuttled down without significant resistance or the application of unusual force while retracting the sheath. The advancer tube was engaged. The device is being returned for evaluation.